Event description:
Pt was ventilator-dependent. Vent alarming and noted to have automatic safety vent settings in use. Vent lost memory and safety vent settings automatically went on. No pt injury but vent required repair which was done by MFR.